Manufacturer narrative:
(B) (4). As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B) (4). There are 37 reportable events associated with this event type (malfunction) and product code kwq.

Event description:
It was reported, "dr (B) (6) was performing a 2-level acdf and determined that the reflex 28mm was the appropriate size. As he placed the plate into the pt, before drilling or inserting screws, he noticed that one of the middle-hole o-ring was missing from the plate consequently, he was forced to use a 30 mm, as there was not a back up 28 mm plate included in the set.